Event description:
A product issue has been reported with our artiste mv sa linear accelerator. At the second field with wedge of 30 degrees, the wedge fell from the accessory holder to the floor, when the collimator turned from 72 degrees position to 162 degrees position. The gantry position at this moment was 126 degrees. The first field had been radiated with the same wedge without any interlock. There was no injury reported.

Manufacturer narrative:
Risk assessment has been completed and determined to be severity 3 "this could result in serious injury" and probability d "occasional". The risk team recommended the following corrective actions: immediate action- check if other sites have observed this error also. Delivery stop- a delivery stop for forward production until the safety advisory letter can be put into forward production or extended testing. Restrictions for use/ application- a customer safety advisory letter to be sent to affected customer.